Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (fails to power on hotspot) was unable to be duplicated. Upon investigation, the charger was able to successfully transmit data and power on a hotspot. However, upon further investigation, a reportable malfunction was found. The charger being unable to power on was isolated to a damaged and loose power supply connector. The root cause for reported error code 330 could not be positively identified. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated battery charger failed to power on hotspot.